Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to prime during the prime test and the motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. No other unexpected error alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the insulin pump had a broken case on the back of the device. The caller stated that the case was about to fall off the insulin pump. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.